Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, silicone migration, rupture. Allergan is not requesting the device return at this time due to global safety concerns associated with covid-19.

Event description:
Patient reported experiencing the events of ¿chest hurt badly and started to swell, had massive problems with my entire body. My surgeon diagnosed me in advance that at least one implant was defective. Because of severe pain, I arranged another operation." After the operation, "both implants were not only defective but have already assumed a liquid consistency and have leaked out. The entire toxic content leaked into my body. I still have physical ailments since then, only the chest pain and swelling is gone. The device was explanted. Right side. The event of "physical ailments" deemed not device related.